Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: on the morning of june 5, 2023, at 9:45 am, the ICU doctor was preparing to use the ventilator. However, during the power on self test, the self test failed and an error message "technical event: 232035" was reported. The ventilator was immediately sent to the equipment department for repair and processing. Hospital analysis: 1. Circuit board failure 2. Turbine failure. Summary:technical event:232035 during start-up (pfilter selftest failed).

Manufacturer narrative:
Hamitlon medical ags conclusion: rootcause: defective turbine. Correction: replacemen of the defective component.